Event description:
During a programming session, an advanced bionics representative was unable to activate the new programs. Device evaluation was performed. The problem was confirmed. Explant surgery has been recommended.